Manufacturer narrative:
No additional information is available at this time. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that during a device change-out procedure this implantable right ventricular (rv) defibrillation lead was exhibiting high out of range shocking impedance measurements greater than 125 ohms in the rv coil to can configuration. All other configurations were reporting 102-110 ohms. The connections were verified and a commanded 5 joule (j) shock was performed. The reported shocking impedance measurement was 65 ohms. Defibrillation threshold testing (dft) was also performed in which a 21 j shock was delivered. The reported shocking impedance measurement was 82 ohms. The physician elected to leave the lead in service with the new device. To date, there have been no adverse patient effects reported.